Manufacturer narrative:
PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to use during a ureteroscopy, the basket of an ngage nitinol stone extractor would not fully close. No damage was noted to the device, and the device was not difficult to remove from the packaging. The device did not make patient contact. Another device was used to complete the procedure. No adverse events have been reported as a result of the alleged malfunction.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Event summary cook was informed of an incident involving a ngage nitinol stone extractor from an unknown lot. The basket of the device reportedly would not fully close before use during a procedure.. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation - evaluation a document-based investigation was performed including a review of manufacturing instructions, instructions for use (IFU), and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record could not be completed due to lack of lot information from the user facility. A review of the complaint history could not be completed due to lack of information from the user facility. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The complaint device was not returned. There are multiple possible causes for the reported issue that the basket would not fully close. Without the device available for investigation, or additional information, the cause for the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.